Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient, who was implanted in thailand after a spinal injury on (B)(6) 2019, presented in canada with an infected seroma around the battery site. Bacteria had been growing in the pocket, the incision was dehisced, and they could see the ins which needed to be taken out. The hcp described fluid collection around the ins and the wound was completely open. Drainage was noted. The hcp had a summary from (B)(6) indicating that four weeks after surgery it was noticed that the site was leaking and the wound was open. It was noted that the hcp was trying to get in contact with a local manufacturer representative (rep) since the hcp's facility didn't regularly work with spinal cord stimulators. Additional information was received from a rep. It was reported that it looked like the infection was from inside out since the wound seemed to have healed properly at one point. On (B)(6) 2019, the physician decided to remove the stimulator and electrodes. The surgery was scheduled for the morning of (B)(6) 2019 due to the infection. No further complications were anticipated. Refer to manufacturer report # 3004209178-2019-08264 for the report of the wound leaking/opening that occurred in (B)(6).